Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 585 mg/dl. The customer felt symptoms of nausea. The customer was wearing the insulin pump during their hospital stay. The customer was treated for their blood glucose with 16 units of insulin. The customer discovered that their cannula was bent. The customer was advised to change their infusion set. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer did not return the product back for analysis.